Event description:
During a open reduction interbody fusion (orif) bilateral distal tibia fracture staged procedure. External fixation first, then low bend medial distal tibia plate with dynamic locking screws. Surgeon decided to remove one of the dynamic locking screws and replace it with a longer screw. The head and shaft of the screw broke out of threaded portion. Threaded portion could not be retrieved and remains implanted. Surgeon used another dynamic locking screw in a different hole and was able to complete the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Date of pt injury (B)(6) 2012. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of injury is (B)(6) 2012. New information received on (B)(4) 2013. Placeholder.